Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that their remote communicator displayed a red call doctor icon, and this communicator was not connecting. Troubleshooting was performed and the patient was going to investigate landline and try to get it working as it was suspected that the landline was not working. The patient was referred to the clinic. This device remains in service. No adverse patient effects were reported.